Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, intuitive surgical, inc. (Isi) employee contacted an isi technical service engineer (tse) and reported that the customer encountered issues with instrument engagement on universal surgical manipulator (usm) 3 during a procedure. Initial troubleshooting steps included reseating the drape, re-draping, and trying multiple instruments, but the engagement problem persisted. The procedure continued using only three arms. The support specialist verified multiple engagement errors through review of system logs, which indicated failures in accessing instrument data, missing instrument sensors, and lost contact with rfid chips on the affected arm. Further remote troubleshooting was not possible. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm. The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and found to have no functional issues. The usm was installed on an in-house system and was found to be working as expected. The usm was then installed on a test fixture and all relevant testing passed. The complaint was confirmed based on the error logs. The probable root cause of the engagement issues cannot be determined as failure analysis was unable to replicate the issue.

Event description:
Refer to h11 for follow-up information.